Event description:
Information received indicates the left head siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to debris and sticky fluid on the siderail latch mechanism. He cleaned the siderail latch mechanism, tested the siderail and returned to service.